Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm after having difficulties with bolus. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no act and down button response due to corroded keypad traces. No display anomaly noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.